Manufacturer narrative:
(B)(4). The rt212 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 adult inspiratory heated breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where it was pressure tested. Results: the pressure test revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the reported event, as no fault was found with the returned device. All rt212 adult inspiratory heated breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A distributor in japan reported on behalf of a healthcare facility that a rt212 adult inspiratory heated breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt212 adult inspiratory heated breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility that a rt212 adult inspiratory heated breathing circuit failed the ventilator leak test before use. There was no patient involvement.